Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacer dependent patient presented to the clinic with two episodes of oversensed noise that inhibited pacing. The lead was explanted and replaced. No adverse consequences were reported.